Manufacturer narrative:
(B)(4). Conclusions - the product pertaining to this event was discarded. Based on the complaint history, the root cause of the event has been determined to be due to doctor's preference and not lens related. (B)(4).

Event description:
The reported stated the surgeon inserted a cc4204a collamer single piece lens in the pt's eye. The surgeon did not feel comfortable as to how the lens was placed and sitting in the eye. The surgeon decided to remove the lens and implanted another lens, same model and diopter size. There was no pt injury. The incision was not enlarged and no suture was used. Reporter stated there was no device malfunction. It was just doctor's preference. The lens was discarded by the facility.